Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "hole in hose" was confirmed. During the pre-repair diagnostic assessment the device was found to have "a hole in the hose". The device was therefore repaired, and passed all post-repair acceptance criteria. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA, stating that the device has a "hole in the hose." It is known that the event occurred during surgery. It is also known that there was no pt or user injury or medical intervention. No add'l info available.